Event description:
Viewing of the final angiogram showed an endoleak on the contralateral side. It could not be determined if the noted flow was an endoleak. Coming from around the graft or a tear in the artery. An iliac leg extension was deployed distal to the leg graft, extending past the left internal iliac artery; already noted to be small and atherosclerotic. At the conclusion of the procedure, no endoleak presence was detected and a successful exclusion of the aneurysm was observed.